Event description:
It was reported that the day following the implantation of the xact stent in the right internal carotid artery, the patient experienced a severe headache, dizziness, and difficulty finding words. MRI showed multiple small subacute infarcts in the right hemisphere. The patient's condition is continuing, but improved. The patient was discharged home five days after the carotid stenting procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Stroke, headache and dizziness may occur during this type of procedure and as listed in the instructions for use (IFU), are known potential adverse events associated with the use of the product. There was no device malfunction reported that could have contributed to the event. Information available in the case description is not sufficient to determine a relationship between the event and the abbott vascular product; therefore, a definitive cause for the reported patient adverse effects and the relationship to the product, if any, cannot be determined. There was no indication of any product deficiencies which could have contributed to the outcome of the procedure.